Event description:
On 2/29/2000, the MFR (MFR.) Received medwatch report# 25-00040000-2000-0001 (see attached) from the facility that states the following: vad non-functioning, removed and another inserted. On 2/29/2000, the MFR's rep contacted the facility for info regarding return of the device analysis. The facility's data analyst informed the MFR's rep that the device in question is in MFR's rep possession, but would have to clear it with MFR's rep supervisor. Data analyst's supervisor would like to put the device in someone's hand (sales rep), rather then ship it. However, if that could not be arranged, a chain of custody letter would be signed. The MFR's rep informed the facility's data analyst that MFR's rep would contact the sales rep and call when more info was available. On 2/29/2000. The MFR's rep contacted the distributor's sales rep and MFR sales rep with the info. Arrangements were made and the MFR's sales rep went to the facility as requested to obtain the device to return for analysis. No further details were provided.